Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2024. Block d6b: explant date: (B)(6) 2024.

Event description:
It was reported that the spinal cord stimulator (scs) was not providing adequate stimulation. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.